Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 700 mg/dl. The customer stated that there were no significant events leading to the hospitalization. She stated that she went into atrial fibrilation, and she was given an insulin drip. She added that she could not get the reservoir into the insulin pump and resolved to go to the emergency room for assistance. She advised that she figured out the issue and was able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.